Manufacturer narrative:
Evaluation summary: the condition of the returned device did not match the reported complaint. The returned device was only partially deployed, while the reporter indicated that the clip had been deployed and "was stuck on the delivery tube." A clip was verified as still loaded on the returned device. Redeployment proved successful. No malfunction was detected. The root cause of the reported event is undetermined. Review of the device history record did not provide any information relevant to the complaint.

Event description:
Device malfunction: clip mislocation. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after dilatation of the bilateral, primitive iliac arteries. Reportedly, upon deployment the clip was stuck on the delivery tube. The device was removed and hemostasis was achieved with manual compression. There was no adverse patient sequela. No additional information was provided.